Event description:
It was reported that the patient's right ventricular (rv) lead had a confirmed fracture. The lead has reported high impedance, short interval counts (sic), noise, and inappropriate shocks have been received by the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Concomitant product: d224drg ICD, implanted: (B)(6) 2009. (B)(4).